Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked. The catheter was flushed to attempt to unblock it, and the catheter came out by a little pressure.

Event description:
It was reported that the catheter was blocked. An attempt to flush catheter was made to unblock it, and the catheter came out by a little pressure.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no blockage, as the reported event. Able to inflate and deflate the catheter without difficulty. Introduced water to the drainage eye and water successfully drained out through the drainage funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water" (B)(4).